Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable pump. It was reported that the manufacturer representative (rep) stated they were attempting to interrogate a new pump and got three fourths of the way through telemetry and it stopped. The rep stated that they repositioned the communicator and the telemetry would not go through. The rep rebooted the tablet and attempted telemetry again and was unsuccessful. The rep will be sending the pump back for analysis.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis was unable to establish telemetry with the sii pump programmer. A telephone listener was used to hear the motor running successfully. Battery and hybrid passed visual inspection. Battery voltage measured 3.05v. The antenna was found to have physical anomalies causing a low q factor and high resistance, affecting the ability to communicate via telemetry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.